Event description:
Physician called to obtain information regarding necrosis. States has patient who developed redness and pain over glabella area, two days after injection of bovine collagen. Patient indicated to reporter that site is still red. Event is being reported in good faith though this may not constitute permanent damage.